Event description:
Infection after using the product for a tooth extraction/tissure reaction around it was placed, and was placed on broad spectrum antibiotic [oral infection]. Infection after using the product for a tooth extraction/tissure reaction around it was placed, and was placed on broad spectrum antibiotic [tissue irritation]. Case description: this is a spontaneous report from a contactable healthcare professional (dental assistant), previously reported as a consumer. This healthcare professional reported similar events for three patients. This is first of three reports. A 70-year-old male patient started to receive absorbable gelatin (gelfoam) medicated sponge with device lot number x34383 and expiration date 21may2021 on 22apr2019 for tooth extraction; route of administration and dosage unspecified. The dental assistant describes sponges as size 4, 4 square centimeters, 2x2, 1/2 square inch, three quarters by three quarters. The upc number was 300090396053. Usage of device was initial use and was not reprocessed and reused on the patient. On follow-up, the dental assistant provided upc from envelope of product which reportedly did not match upc of box: 10300090396050. She described the packaging as a box containing envelopes of individual foams. There is a big envelope and a little envelope that contains the product. There are 12 squares, with two in a pack, contained in a paper sleeve. It was in a sealed package around gelfoam. The product is double packaged for sterility, 6 packs in two envelopes. There are two envelopes that are not even opened. The patient's medical history included increase bp, cancer hx, artificial joints, arthritis. No drug history, no drug or alcohol abuse, no drug allergies and no family medical history relevant to ae reported. The dental assistance reported that the patient had no conditions. With respect to concomitant medications, the dental assistant declined to provide any, since, "none should have affected the healing stages of it." The patient had an infection after using the product for a tooth extraction, also reported as tissue reaction around place it was placed. The dental assistant stated, 'no infection was reported when stopped using it.' She asked if there was any information on whether the product had been on recall. On 14may2019, the dental assistant reported the event onset date was (B)(6) 2019, considered non-serious. No hospitalization involved. She added that the last shipment they received in january, they had no trouble at all with it, until they had three patients in the last month who all 'became infected and all that.' She wanted to call and check base about the product. She said there may be nothing wrong with the product, but for them to have three back to back patients that had trouble with infection after extraction did make them want to find out if could be related. All three patients had gelfoam which came from the same box; and the dental assistant said she does not fill the box back up until all are completely gone. She said the dentist has done extractions since the events occurred with the patients, and has stopped using the gelfoam with no further events occurring. The last two extractions in which the patients did not use gelfoam have been fine. The patient was treated with antibiotic therapy cephalexin (keflex) 500mg three times a day by mouth to treat infection. The dental assistant added that they haven not heard back from any of the patients since they started taking the antibiotics, and that they should be fully healed by now. She reported that the physician likes to use the product and was waiting to know if there has been a recall or something to continue use. With respect to causality, the dental assistant stated there was a reasonable possibility that the event of infection was related to the device and that it was not necessarily caused by gelfoam; however, 'they think that it was related to event.' No test dat were provided. As of 14may2019, the action taken was unknown. As of (B)(6) 2019, outcome of event was recovering. The physician reported that pfizer product had a causal effect to the adverse event, patient also had provided information to the physician regarding the reported adverse event. Follow-up ((B)(6) 2019): new information reported from the contactable dental assistant includes: reporter information (initial reporter was a healthcare professional, not a consumer); event data, product description/ indication, reporter seriousness and causality assessments. Follow-up (15may2019 & 16may2019): this is a follow-up report received from a product quality complaints group. This report included that the impact to the device: device interferes with wound healing, with an associated worst case severity of s5. Hazardous situation (worst case severity s5): product contains foreign particulate matter. Hazard number: h03-03. Previous mdrs included case which may be associated for infection in an ear; case which may be associated for irritation around the application site; and case may be associated for application site abscess. The complaint verbatim is as follows: "description of complaint: gelfoam product potentially causing ae of infection. Product strength and count size dispensed: unknown, 12 little gelfoam sponges. The sample of the product was available to be returned, and packaging sealed and intact. The complaint is to be evaluated for MDR. Follow-up (17may2019): this is a follow-up report is based on information received by pfizer from henry schein inc. (Hsi control #: (B)(4)). The product description was gelfoam dental pak size 4. Lot or serial number: unknown. Event type: division: dental. Product brand product brand: branded product non-(company name). Event type: adverse event. Reportable by hs: no. Product description: gelfoam dental pak size 4. Product information: will affected product be available for evaluation: no. Item description: gelfoam dental pak size 4. Incident information: date of incident: (B)(6) 2019. Problem code: 1735 (infection, bacterial). Supplier corrective action request: general information: date of report: 17may2019. Alleged event: customer claims patients contracted bacterial infections after tooth extraction's on 2 male (age 70 & 69) and 1 female (age 82) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Description of adverse event or product quality issue: (e.g. Symptoms or effect, treatment received, quality issue): customer claims patients contracted bacterial infections after tooth extraction's on 2 male (age 70 & 69) and 1 female (age 82) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Follow-up (23may2019): this is a follow-up report received from a product quality complaints group. The site confirms that there was no malfunction in this case. The complaint was escalated to safety due to the severity of the hazard for the complaint being high enough to require that action. Follow-up (11jun2019): new received from a contactable physician response to hcp letter included: added medical history, updated event description (tissue reaction), updated outcome (to recovering), product description and causality assessment. Follow-up attempts are completed. No further information is expected. Follow-up (19jun2019): this is a follow-up spontaneous report based on information received by pfizer from henry schein inc. (Hsi control #: (B)(4)) from a contactable other hcp and physician. New information included: the affected product will be available for evaluation. Follow-up attempts are completed. No further information is expected. Follow-up (25jun2019): this is a follow-up spontaneous report from product quality complaints. A brief summary of this citi / full complaint investigation is listed below: product desc: gelfoam sterile dental sponge size 4 x 6, complaint priority: expedited. Complaint class: foreign object/contamination. Complaint sub-class: unidentifiable material in contact with product. Related to potential ae?: yes. Lot# : x34383. Status: investigation in progress. UDI (if appl): (B)(4). Sample was not requested as potentially biohazardous. Photos not available. Sample retrieval mailer created to return product sample for investigation per site request. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer is not required. Pfizer quality operations examined seven retained reference sample cartons. The cartons were labeled gelfoam, batch x34383, exp 31may2021. No damage was present on the cartons. Six of the cartons contained six peel pouches, labeled gelfoam, lot x34383, exp 31may2021. One carton contained five peel pouches; one pouch had been removed as a part of a previous investigation. An insert was inside each carton. All peel pouches were properly sealed, and no damage was present. No product quality defects were observed. Retain samples were examined and were acceptable. No additional containment actions are required. Follow-up attempts are completed. No further information is expected. Follow-up (28jun2019): this is a follow-up report received from product quality complaints. A complaint has been received by pfizer (city redacted) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst case severity of s5. Hazardous situation (worst case severity s5): product contains foreign particulate matter hazard number: (B)(4). Previous MDR: a case (number not provided) may be associated for infection in an ear; a case (number not provided) may be associated for irritation around the application site, and a case (number not provided) may be associated for application site abscess. The complaint is to be evaluated for MDR. Batch-expiry year: 2021; batch-expiry month: 05. Related lot#: x34455; related lot#: x34456. Root cause: pfizer (site city name redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city) production process of the reported batch. Examination of a returned complaint may have aided in identification of a root cause. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of batch: acceptable the details of the reported complaint were forwarded to pfizer safety for evaluation due to the worst case severity level of s5 for the reported malfunction, as determined from a review of the device risk file for the product for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (city) concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Corrective action: pfizer (city redacted) quality operations and production have been notified with the details of the reported complaint. No corrective actions were identified as a result of this investigation at the time of this writing. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained reference samples for the reported batch were found to be acceptable with no quality defects observed. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forwarded to pfizer safety for evaluation of regulatory reportability, and forwarded to the mdcp team for review. Further action by pfizer (city redacted) is not required. Trend/ complaint history: lot-specific trend identified: no,batch specific trend review: n/a,complete - acceptable. Other trend assmt. & rationale: medical device component trend review: complete - acceptable. Batch specific trend review: complete - acceptable. Medical device trend analysis: complete - acceptable. Medical device report review: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material - foam' as been reviewed. The following parameters were used: - product category: absorbable material - foam, - time period: 14may2016 - 14may2019, - complaint classification: foreign object/contamination.the results of the above query were further evaluated by date contacted, and then also by the classification 'foreign object/contamination.' There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. Additionally, the results of the above query were further evaluated by date contacted, and then also by a sub-class of 'unidentifiable material in contact with product.' There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. No negative trend in regards to product quality was identified. Amendment: this follow-up report is being submitted to amend previously reported information: product problem checked on the medwatch information page. Comment: the reported event "infection after using the product for a tooth extraction/tissue reaction around it was placed" did not cause serious injury in this patient. Product (gelfoam) contamination was not clearly reported by the reporting dental assistant and there was no purulent or obvious clinical symptoms/signs or any lab data to support bacterial infection, even oral antibiotics was given to the patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur. The company conducted an investigation, and no further investigations or actions are suggested at this time. Retain samples were examined and were acceptable. No additional containment actions are required.

Manufacturer narrative:
Root cause: pfizer (site city name redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city) production process of the reported batch. Examination of a returned complaint may have aided in identification of a root cause. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of batch: acceptable the details of the reported complaint were forwarded to pfizer safety for evaluation due to the worst case severity level of s5 for the reported malfunction, as determined from a review of the device risk file for the product for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (city) concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Corrective action: pfizer (city name redacted) quality operations and production have been notified with the details of the reported complaint. No corrective actions were identified as a result of this investigation at the time of this writing. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained reference samples for the reported batch were found to be acceptable with no quality defects observed. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forwarded to pfiz.

Manufacturer narrative:
Root cause: pfizer (site city name redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city) production process of the reported batch. Examination of a returned complaint may have aided in identification of a root cause. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of batch: acceptable the details of the reported complaint were forwarded to pfizer safety for evaluation due to the worst case severity level of s5 for the reported malfunction, as determined from a review of the device risk file for the product for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (city) concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Corrective action: pfizer (city name redacted) quality operations and production have been notified with the details of the reported complaint. No corrective actions were identified as a result of this investigation at the time of this writing. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained reference samples for the reported batch were found to be acceptable with no quality defects observed. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forwarded to pfiz

Event description:
Infection after using the product for a tooth extraction/tissue reaction around it was placed, and was placed on broad spectrum antibiotic [oral infection] infection after using the product for a tooth extraction/tissue reaction around it was placed, and was placed on broad spectrum antibiotic [tissue irritation] case description: this is a spontaneous report from a contactable healthcare professional (dental assistant), previously reported as a consumer. This healthcare professional reported similar events for three patients. This is first of three reports. A 70-year-old male patient started to receive absorbable gelatin (gelfoam) medicated sponge with device lot number x34383 and expiration date 21may2021 on 22apr2019 for tooth extraction; route of administration and dosage unspecified. The dental assistant describes sponges as size 4, 4 square centimeters, 2x2, 1/2 square inch, three quarters by three quarters. The upc number was 300090396053. Usage of device was initial use and was not reprocessed and reused on the patient. On follow-up, the dental assistant provided upc from envelope of product which reportedly did not match upc of box: 10300090396050. She described the packaging as a box containing envelopes of individual foams. There is a big envelope and a little envelope that contains the product. There are 12 squares, with two in a pack, contained in a paper sleeve. It was in a sealed package around gelfoam. The product is double packaged for sterility, 6 packs in two envelopes. There are two envelopes that are not even opened. The patient's medical history included increase bp, cancer hx, artificial joints, arthritis. No drug history, no drug or alcohol abuse, no drug allergies and no family medical history relevant to ae reported. The dental assistance reported that the patient had no conditions. With respect to concomitant medications, the dental assistant declined to provide any, since, "none should have affected the healing stages of it." The patient had an infection after using the product for a tooth extraction, also reported as tissue reaction around place it was placed. The dental assistant stated, 'no infection was reported when stopped using it.' She asked if there was any information on whether the product had been on recall. On (B)(6)2019, the dental assistant reported the event onset date was (B)(6)2019, considered non-serious. No hospitalization involved. She added that the last shipment they received in january, they had no trouble at all with it, until they had three patients in the last month who all 'became infected and all that.' She wanted to call and check base about the product. She said there may be nothing wrong with the product, but for them to have three back to back patients that had trouble with infection after extraction did make them want to find out if could be related. All three patients had gelfoam which came from the same box; and the dental assistant said she does not fill the box back up until all are completely gone. She said the dentist has done extractions since the events occurred with the patients, and has stopped using the gelfoam with no further events occurring. The last two extractions in which the patients did not use gelfoam have been fine. The patient was treated with antibiotic therapy cephalexin (keflex) 500mg three times a day by mouth to treat infection. The dental assistant added that they haven not heard back from any of the patients since they started taking the antibiotics, and that they should be fully healed by now. She reported that the physician likes to use the product and was waiting to know if there has been a recall or something to continue use. With respect to causality, the dental assistant stated there was a reasonable possibility that the event of infection was related to the device and that it was not necessarily caused by gelfoam; however, 'they think that it was related to event.' No test dat were provided. As of (B)(6)2019, the action taken was unknown. As of (B)(6)2019, outcome of event was recovering. The physician reported that pfizer product had a causal effect to the adverse event, patient also had provided information to the physician regarding the reported adverse event. Follow-up (14may2019): new information reported from the contactable dental assistant includes: reporter information (initial reporter was a healthcare professional, not a consumer); event data, product description/ indication, reporter seriousness and causality assessments. Follow-up (15may2019 & 16may2019): this is a follow-up report received from a product quality complaints group. This report included that the impact to the device: device interferes with wound healing, with an associated worst case severity of s5. Hazardous situation (worst case severity s5): product contains foreign particulate matter. Hazard number: h03-03. Previous mdrs included case which may be associated for infection in an ear; case which may be associated for irritation around the application site; and case may be associated for application site abscess. The complaint verbatim is as follows: "description of complaint: gelfoam product potentially causing ae of infection. Product strength and count size dispensed: unknown, 12 little gelfoam sponges. The sample of the product was available to be returned, and packaging sealed and intact. The complaint is to be evaluated for MDR. Follow-up (17may2019): this is a follow-up report is based on information received by pfizer from henry schein inc. (Hsi control #: 94566). The product description was gelfoam dental pak size 4. Lot or serial number: unknown. Event type: division: dental. Product brand product brand: branded product non-(company name). Event type: adverse event. Reportable by hs: no. Product description: gelfoam dental pak size 4. Product information: will affected product be available for evaluation: no. Item description: gelfoam dental pak size 4. Incident information: date of incident: 14may2019. Problem code: 1735 (infection, bacterial). Supplier corrective action request: general information: date of report: 17may2019. Alleged event: customer claims patients contracted bacterial infections after tooth extraction's on 2 male (age 70 & 69) and 1 female (age 82) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Description of adverse event or product quality issue: (e.g. Symptoms or effect, treatment received, quality issue): customer claims patients contracted bacterial infections after tooth extraction's on 2 male (age 70 & 69) and 1 female (age 82) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Follow-up (23may2019): this is a follow-up report received from a product quality complaints group. The site confirms that there was no malfunction in this case. The complaint was escalated to safety due to the severity of the hazard for the complaint being high enough to require that action. Follow-up (11jun2019): new received from a contactable physician response to hcp letter included: added medical history, updated event description (tissue reaction), updated outcome (to recovering), product description and causality assessment. Follow-up attempts are completed. No further information is expected. Follow-up (19jun2019): this is a follow-up spontaneous report based on information received by pfizer from henry schein inc. (Hsi control #: 94566) from a contactable other hcp and physician. New information included: the affected product will be available for evaluation. Follow-up attempts are completed. No further information is expected. Follow-up (25jun2019): this is a follow-up spontaneous report from product quality complaints. A brief summary of this citi / full complaint investigation is listed below: product desc: gelfoam sterile dental sponge size 4 x 6, complaint priority: expedited. Complaint class: foreign object/contamination. Complaint sub-class: unidentifiable material in contact with product. Related to potential ae?: yes. Lot# : x34383. Status: investigation in progress. UDI (if appl): 10300090396050. Sample was not requested as potentially biohazardous. Photos not available. Sample retrieval mailer created to return product sample for investigation per site request. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer is not required. Pfizer quality operations examined seven retained reference sample cartons. The cartons were labeled gelfoam, batch x34383, exp 31may2021. No damage was present on the cartons. Six of the cartons contained six peel pouches, labeled gelfoam, lot x34383, exp 31may2021. One carton contained five peel pouches; one pouch had been removed as a part of a previous investigation. An insert was inside each carton. All peel pouches were properly sealed, and no damage was present. No product quality defects were observed. Retain samples were examined and were acceptable. No additional containment actions are required. Follow-up attempts are completed. No further information is expected. Follow-up (28jun2019): this is a follow-up report received from product quality complaints. A complaint has been received by pfizer (city redacted) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst case severity of s5. Hazardous situation (worst case severity s5): product contains foreign particulate matter hazard number: h03-03. Previous MDR: a case (number not provided) may be associated for infection in an ear; a case (number not provided) may be associated for irritation around the application site, and a case (number not provided) may be associated for application site abscess. The complaint is to be evaluated for MDR. Batch-expiry year: 2021; batch-expiry month: 05. Related lot#: x34455; related lot#: x34456. Root cause: pfizer (site city name redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city) production process of the reported batch. Examination of a returned complaint may have aided inidentification of a root cause. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of batch: acceptable the details of the reported complaint were forwarded to pfizer safety for evaluation due to the worst case severity level of s5 for the reported malfunction, as determined from a review of the device risk file for the product for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (city) concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Corrective action: pfizer (city redacted) quality operations and production have been notified with the details of the reported complaint. No corrective actions were identified as a result of this investigation at the time of this writing. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained reference samples for the reported batch were found to be acceptable with no quality defects observed. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forwarded to pfizer safety for evaluation of regulatory reportability, and forwarded to the mdcp team for review. Further action by pfizer (city redacted) is not required. Trend/ complaint history: lot-specific trend identified: no batch specific trend review: n/a complete - acceptable other trend assmt. & rationale: medical device component trend review: complete - acceptable batch specific trend review: complete - acceptable medical device trend analysis: complete - acceptable medical device report review: complete - acceptable the complaint history for products with the product category defined as 'absorbable material - foam' as been reviewed. The following parameters were used: - product category: absorbable material - foam - time period: 14may2016 - 14may2019 - complaint classification: foreign object/contamination the results of the above query were further evaluated by date contacted, and then also by the classification 'foreign object/contamination.' There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. Additionally, the results of the above query were further evaluated by date contacted, and then also by a sub-class of 'unidentifiable material in contact with product.' There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. No negative trend in regards to product quality was identified. Quality was identified. Comment: the reported event "infection after using the product for a tooth extraction/tissue reaction around it was placed" did not cause serious injury in this patient. Product (gelfoam) contamination was not clearly reported by the reporting dental assistant and there was no purulent or obvious clinical symptoms/signs or any lab data to support bacterial infection, even oral antibiotics was given to the patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur. The company conducted an investigation, and no further investigations or actions are suggested at this time. Retain samples were examined and were acceptable. No additional containment actions are required.

Manufacturer narrative:
21oct2019 - the severity of harm has been selected by the manufacturing site as s3. Site sample status: not received. Summary of investigation and conclusion: based on the complaint narrative, the patient developed a bacterial infection following a tooth extraction where the product was used. Review of complaint description concludes there is no device malfunction. 28jun2019 - root cause: pfizer quality operations could not determine a probable root cause for the reported complaint related to the production process of the reported batch. Examination of a returned complaint may have aided in identification of a root cause. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of batch: acceptable the details of the reported complaint were forwarded to pfizer safety for evaluation due to the worst-case severity level of s5 for the reported malfunction, as determined from a review of the device risk file for the product for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Corrective action: pfizer quality operations and production have been notified with the details of the reported complaint. No corrective actions were identified as a result of this investigation at the time of this writing. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained reference samples for the reported batch were found to be acceptable with no quality defects observed. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope.

Event description:
Event verbatim [preferred term] infection after using the product for a tooth extraction/tissue reaction around it was placed, and was placed on broad spectrum antibiotic [oral infection], infection after using the product for a tooth extraction/tissue reaction around it was placed, and was placed on broad spectrum antibiotic [tissue irritation], , narrative: this is a spontaneous report from a contactable healthcare professional (dental assistant), previously reported as a consumer, and physician. This healthcare professional reported similar events for three patients. This is first of three reports. A 70-year-old male patient started to receive absorbable gelatin (gelfoam) medicated sponge with device lot number x34383 and expiration date 21may2021, on 22apr2019, for tooth extraction; route of administration and dosage unspecified. The dental assistant describes sponges as size 4, 4 square centimeters, 2x2, 1/2 square inch, three quarters by three quarters. The upc number was 300090396053. Usage of device was initial use and was not reprocessed and reused on the patient. On follow-up, the dental assistant provided upc from envelope of product which reportedly did not match upc of box: 10300090396050. She described the packaging as a box containing envelopes of individual foams. There is a big envelope and a little envelope that contains the product. There are 12 squares, with two in a pack, contained in a paper sleeve. It was in a sealed package around gelfoam. The product is double packaged for sterility, 6 packs in two envelopes. There are two envelopes that are not even opened. The patient's medical history included increase bp, cancer history, artificial joints, and arthritis. There was no drug history, no drug or alcohol abuse, no drug allergies and no family medical history relevant to the adverse event reported. The dental assistance reported that the patient had no conditions. With respect to concomitant medications, the dental assistant declined to provide any, since, "none should have affected the healing stages of it." The patient had an infection after using the product for a tooth extraction, also reported as tissue reaction around place it was placed. The dental assistant stated, 'no infection was reported when stopped using it.' She asked if there was any information on whether the product had been on recall. On 14may2019, the dental assistant reported the event onset date was 22apr2019, considered non-serious. No hospitalization involved. She added that the last shipment they received in january, they had no trouble at all with it, until they had three patients in the last month who all 'became infected and all that.' She wanted to call and check base about the product. She said there may be nothing wrong with the product, but for them to have three back to back patients that had trouble with infection after extraction did make them want to find out if could be related. All three patients had gelfoam which came from the same box; and the dental assistant said she does not fill the box back up until all are completely gone. She said the dentist has done extractions since the events occurred with the patients, and has stopped using the gelfoam with no further events occurring. The last two extractions in which the patients did not use gelfoam have been fine. The patient was treated with antibiotic therapy cephalexin (keflex) 500mg three times a day by mouth to treat infection. The dental assistant added that they have not heard back from any of the patients since they started taking the antibiotics, and that they should be fully healed by now. She reported that the physician likes to use the product and was waiting to know if there has been a recall or something to continue use. With respect to causality, the dental assistant stated there was a reasonable possibility that the event of infection was related to the device and that it was not necessarily caused by gelfoam; however, 'they think that it was related to event.' No test data were provided. The action taken with absorbable gelatin in response to the events was unknown. The outcome of the events was resolving. The physician reported that the patient provided information to the physician regarding the reported adverse and the pfizer product had a causal effect to the adverse events. Follow-up (14may2019): new information reported from the contactable dental assistant includes: reporter information (initial reporter was a healthcare professional, not a consumer); event data, product description/ indication, reporter seriousness and causality assessments. Follow-up (15may2019 & 16may2019): this is a follow-up report received from a product quality complaints group. This report included that the impact to the device: device interferes with wound healing, with an associated worst case severity of s5. Hazardous situation (worst case severity s5): product contains foreign particulate matter. Hazard number: h03-03. Previous mdrs included case which may be associated for infection in an ear; case which may be associated for irritation around the application site; and case may be associated for application site abscess. The complaint verbatim is as follows: "description of complaint: gelfoam product potentially causing ae of infection. Product strength and count size dispensed: unknown, 12 little gelfoam sponges. The sample of the product was available to be returned, and packaging sealed and intact. The complaint is to be evaluated for MDR. Follow-up (17may2019): this is a follow-up report is based on information received by pfizer from henry schein inc. (Hsi control #: 94566). The product description was gelfoam dental pak size 4. Lot or serial number: unknown. Event type: division: dental. Product brand product brand: branded product non-(company name). Event type: adverse event. Reportable by hs: no. Product description: gelfoam dental pak size 4. Product information: will affected product be available for evaluation: no. Item description: gelfoam dental pak size 4. Incident information: date of incident: 14may2019. Problem code: 1735 (infection, bacterial). Supplier corrective action request: general information: date of report: 17may2019. Alleged event: customer claims patients contracted bacterial infections after tooth extraction's on 2 male (age 70 & 69) and 1 female (age 82) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Description of adverse event or product quality issue: (e.g. Symptoms or effect, treatment received, quality issue): customer claims patients contracted bacterial infections after tooth extraction's on 2 male (age 70 & 69) and 1 female (age 82) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Follow-up (23may2019): this is a follow-up report received from a product quality complaints group. The site confirms that there was no malfunction in this case. The complaint was escalated to safety due to the severity of the hazard for the complaint being high enough to require that action. Follow-up (11jun2019): new received from a contactable physician response to hcp letter included: added medical history, updated event description (tissue reaction), updated outcome (to recovering), product description and causality assessment. Follow-up attempts are completed. No further information is expected. Follow-up (19jun2019): this is a follow-up spontaneous report based on information received by pfizer from henry schein inc. (Hsi control #: 94566) from a contactable other hcp and physician. New information included: the affected product will be available for evaluation. Follow-up attempts are completed. No further information is expected. Follow-up (25jun2019): this is a follow-up spontaneous report from product quality complaints. A brief summary of this citi / full complaint investigation is listed below: product desc: gelfoam sterile dental sponge size 4 x 6, complaint priority: expedited. Complaint class: foreign object/contamination. Complaint sub-class: unidentifiable material in contact with product. Related to potential ae?: yes. Lot# : x34383. Status: investigation in progress. UDI (if appl): (B)(4). Sample was not requested as potentially biohazardous. Photos not available. Sample retrieval mailer created to return product sample for investigation per site request. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer is not required. Pfizer quality operations examined seven retained reference sample cartons. The cartons were labeled gelfoam, batch x34383, exp 31may2021. No damage was present on the cartons. Six of the cartons contained six peel pouches, labeled gelfoam, lot x34383, exp 31may2021. One carton contained five peel pouches; one pouch had been removed as a part of a previous investigation. An insert was inside each carton. All peel pouches were properly sealed, and no damage was present. No product quality defects were observed. Retain samples were examined and were acceptable. No additional containment actions are required. Follow-up attempts are completed. No further information is expected. Follow-up (28jun2019): this is a follow-up report received from product quality complaints. A complaint has been received by pfizer (city redacted) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst-case severity of s5. Hazardous situation (worst case severity s5): product contains foreign particulate matter. Hazard number: h03-03. Previous MDR: a case (number not provided) may be associated for infection in an ear; a case (number not provided) may be associated for irritation around the application site, and a case (number not provided) may be associated for application site abscess. The complaint is to be evaluated for MDR. Batch-expiry year: 2021; batch-expiry month: 05. Related lot#: x34455; related lot#: x34456. Root cause: pfizer (site city name redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city) production process of the reported batch. Examination of a returned complaint may have aided in identification of a root cause. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of batch: acceptable the details of the reported complaint were forwarded to pfizer safety for evaluation due to the worst case severity level of s5 for the reported malfunction, as determined from a review of the device risk file for the product for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (city) concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Corrective action: pfizer (city redacted) quality operations and production have been notified with the details of the reported complaint. No corrective actions were identified as a result of this investigation at the time of this writing. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained reference samples for the reported batch were found to be acceptable with no quality defects observed. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forwarded to pfizer safety for evaluation of regulatory reportability, and forwarded to the mdcp team for review. Further action by pfizer (city redacted) is not required. Trend/ complaint history: lot-specific trend identified: no,batch specific trend review: n/a,complete - acceptable.other trend assmt. & rationale: medical device component trend review: complete - acceptable. Batch specific trend review: complete - acceptable. Medical device trend analysis: complete - acceptable. Medical device report review: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material - foam' as been reviewed. The following parameters were used: - product category: absorbable material - foam, - time period: 14may2016 - 14may2019, - complaint classification: foreign object/contamination. The results of the above query were further evaluated by date contacted, and then also by the classification 'foreign object/contamination.' There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. Additionally, the results of the above query were further evaluated by date contacted, and then also by a sub-class of 'unidentifiable material in contact with product.' There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. No negative trend in regards to product quality was identified. Amendment: this follow-up report is being submitted to amend previously reported information: product problem checked on the medwatch information page. Follow-up (14may2019): this follow-up report is being submitted to upgrade this case to a reportable serious injury MDR. Additional information received on 21oct2019 from the product quality complaints department includes additional investigation results. Severity of harm: s3. Failure mode: bacterial infection. Is a sample of the product available to be returned, if requested: yes. Site sample status: not received. Summary of investigation and conclusion: based on the complaint narrative, the patient developed a bacterial infection following a tooth extraction where the product was used. Review of complaint description concludes there is no device malfunction. Company evaluation case comment: based on information available, the reported event "infection after using the product for a tooth extraction/tissue reaction around it was placed, and was placed on broad spectrum antibiotic" was likely tissue reaction/ absorption issue which is consistent with product labeling, and the factors likely impacted the tissue reaction could be the amount used, degree of saturation with blood or other fluids, etc. The suspected oral infection was not confirmed by any lab data, and not supported by obvious clinical symptoms/signs (there was no purulent or other bacterial infection evidence). Surgery/operation in oral cavity is risk factor for infection, and oral antibiotics after a tooth extraction for prevention purpose is reasonable. Company causality between the onset of the event and the use of the gelfoam cannot be excluded, due to temporal relationship. Therefore, the case meets "serious injury" medical device reporting (MDR) criteria. The company conducted an investigation, returned sample requested but not received. Retain samples were examined and were acceptable. Medical device component trend review and batch specific trend review as well as medical device trend analysis are complete, and all acceptable. Review of complaint description concludes there is no device malfunction. Follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to notify us food and drug administration (FDA) that MFR report number and MFR report number 1810189-2019-00071 are duplicate. All subsequent follow-up information will be reported under MFR report number. MFR report number 1810189-2019-00071 is to be considered as deleted., comment: based on information available, the reported event "infection after using the product for a tooth extraction/tissue reaction around it was placed, and was placed on broad spectrum antibiotic" was likely tissue reaction/ absorption issue which is consistent with product labeling, and the factors likely impacted the tissue reaction could be the amount used, degree of saturation with blood or other fluids, etc. The suspected oral infection was not confirmed by any lab data, and not supported by obvious clinical symptoms/signs (there was no purulent or other bacterial infection evidence). Surgery/operation in oral cavity is risk factor for infection, and oral antibiotics after a tooth extraction for prevention purpose is reasonable. Company causality between the onset of the event and the use of the gelfoam cannot be excluded, due to temporal relationship. Therefore, the case meets "serious injury" medical device reporting (MDR) criteria. The company conducted an investigation, returned sample requested but not received. Retain samples were examined and were acceptable. Medical device component trend review and batch specific trend review as well as medical device trend analysis are complete, and all acceptable. Review of complaint description concludes there is no device malfunction.

Manufacturer narrative:
A brief summary of this citi / full complaint investigation is listed below: product desc: gelfoam sterile dental sponge size 4 x 6, complaint priority: expedited. Complaint class: foreign object/contamination. Complaint sub-class: unidentifiable material in contact with product. Related to potential ae?: yes. Lot-#: x34383. Status: investigation in progress. UDI (if appl): (B)(4). Sample was not requested as potentially biohazardous. Photos not available. Sample retrieval mailer created to return product sample for investigation per site request. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer is not required. Pfizer quality operations examined seven retained reference sample cartons. The cartons were labeled gelfoam, batch x34383, exp 31may2021. No damage was present on the cartons. Six of the cartons contained six peel pouches, labeled gelfoam, lot x34383, exp 31may2021. One carton contained five peel pouches; one pouch had been removed as a part of a previous investigation. An insert was inside each carton. All peel pouches were properly sealed, and no damage was present. No product quality defects were observed. Retain samples were examined and were acceptable. No additional containment actions are required.

Event description:
Infection after using the product for a tooth extraction/tissure reaction around it was placed, and was placed on broad spectrum antibiotic [oral infection] , infection after using the product for a tooth extraction/tissure reaction around it was placed, and was placed on broad spectrum antibiotic [tissue irritation]. Case narrative:this is a spontaneous report from a contactable healthcare professional (dental assistant), previously reported as a consumer. This healthcare professional reported similar events for three patients. This is first of three reports. A (B)(6) years old male patient started to receive absorbable gelatin (gelfoam) medicated sponge with device lot number x34383 and expiration date 21may2021 on 22apr2019 for tooth extraction; route of administration and dosage unspecified. The dental assistant describes sponges as size 4, 4 square centimeters, 2x2, 1/2 square inch, three quarters by three quarters. The upc number was 300090396053. Usage of device was initial use and was not reprocessed and reused on the patient. On follow-up , the dental assistant provided upc from envelope of product which reportedly did not match upc of box: 10300090396050. She described the packaging as a box containing envelopes of individual foams. There is a big envelope and a little envelope that contains the product. There are 12 squares, with two in a pack, contained in a paper sleeve. It was in a sealed package around gelfoam. The product is double packaged for sterility, 6 packs in two envelopes. There are two envelopes that are not even opened. The patient's medical history included increase bp, cancer hx, artificial joints, arthritis. No drug history, no drug or alcohol abuse, no drug allergies and no family medical history relevant to ae reported. The dental assistance reported that the patient had no conditions. With respect to concomitant medications, the dental assistant declined to provide any, since, "none should have affected the healing stages of it." The patient had an infection after using the product for a tooth extraction, also reported as tissue reaction around place it was placed. The dental assistant stated, 'no infection was reported when stopped using it.' She asked if there was any information on whether the product had been on recall. On (B)(6) 2019, the dental assistant reported the event onset date was (B)(6) 2019, considered non-serious. No hospitalization involved. She added that the last shipment they received in january, they had no trouble at all with it, until they had three patients in the last month who all 'became infected and all that.' She wanted to call and check base about the product. She said there may be nothing wrong with the product, but for them to have three back to back patients that had trouble with infection after extraction did make them want to find out if could be related. All three patients had gelfoam which came from the same box; and the dental assistant said she does not fill the box back up until all are completely gone. She said the dentist has done extractions since the events occurred with the patients, and has stopped using the gelfoam with no further events occurring. The last two extractions in which the patients did not use gelfoam have been fine. The patient was treated with antibiotic therapy cephalexin (keflex) 500mg three times a day by mouth to treat infection. The dental assistant added that they haven not heard back from any of the patients since they started taking the antibiotics, and that they should be fully healed by now. She reported that the physician likes to use the product and was waiting to know if there has been a recall or something to continue use. With respect to causality, the dental assistant stated there was a reasonable possibility that the event of infection was related to the device and that it was not necessarily caused by gelfoam; however, 'they think that it was related to event.' No test date were provided. As of (B)(6) 2019, the action taken was unknown. As of (B)(6) 2019, outcome of event was recovering. The physician reported that pfizer product had a causal effect to the adverse event, patient also had provided information to the physician regarding the reported adverse event. Follow-up (14may2019): new information reported from the contactable dental assistant includes: reporter information (initial reporter was a healthcare professional, not a consumer); event data, product description/ indication, reporter seriousness and causality assessments. Follow-up (15may2019 & 16may2019): this is a follow-up report received from a product quality complaints group. This report included that the impact to the device: device interferes with wound healing, with an associated worst case severity of s5. Hazardous situation (worst case severity s5): product contains foreign particulate matter. Hazard number: h03-03. Previous mdrs included case which may be associated for infection in an ear; case which may be associated for irritation around the application site; and case may be associated for application site abscess. The complaint verbatim is as follows: "description of complaint: gelfoam product potentially causing ae of infection. Product strength and count size dispensed: unknown, 12 little gelfoam sponges. The sample of the product was available to be returned, and packaging sealed and intact. The complaint is to be evaluated for MDR. Follow-up (17may2019): this is a follow-up report is based on information received by pfizer from henry schein inc. (Hsi control #: (B)(4)). The product description was gelfoam dental pak size 4. Lot or serial number: unknown. Event type: division: dental. Product brand product brand: branded product non-(company name). Event type: adverse event. Reportable by hs: no. Product description: gelfoam dental pak size 4. Product information: will affected product be available for evaluation: no. Item description: gelfoam dental pak size 4. Incident information: date of incident: (B)(6) 2019. Supplier corrective action request: general information: date of report: 17may2019. Alleged event: customer claims patients contracted bacterial infections after tooth extraction's on 2 male (age (B)(6)) and 1 female (age (B)(6)) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Description of adverse event or product quality issue: (e.g. Symptoms or effect, treatment received, quality issue): customer claims patients contracted bacterial infections after tooth extraction's on 2 male (age (B)(6)) and 1 female (age (B)(6)) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Follow-up (23may2019): this is a follow-up report received from a product quality complaints group. The site confirms that there was no malfunction in this case. The complaint was escalated to safety due to the severity of the hazard for the complaint being high enough to require that action. Follow-up (11jun2019): new received from a contactable physician response to hcp letter included: added medical history, updated event description (tissue reaction), updated outcome (to recovering), product description and causality assessment. Follow-up attempts are completed. No further information is expected. Follow-up (19jun2019): this is a follow-up spontaneous report based on information received by pfizer from henry schein inc. (Hsi control #: (B)(4)) from a contactable other hcp and physician. New information included: the affected product will be available for evaluation. Follow-up attempts are completed. No further information is expected. Follow-up (25jun2019): this is a follow-up spontaneous report from product quality complaints. A brief summary of this citi / full complaint investigation is listed below: product desc: gelfoam sterile dental sponge size 4 x 6, complaint priority: expedited. Complaint class: foreign object/contamination. Complaint sub-class: unidentifiable material in contact with product. Related to potential ae?: yes. Lot-#: x34383. Status: investigation in progress. UDI (if appl): (B)(4). Sample was not requested as potentially biohazardous. Photos not available. Sample retrieval mailer created to return product sample for investigation per site request. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer is not required. Pfizer quality operations examined seven retained reference sample cartons. The cartons were labeled gelfoam, batch x34383, exp 31may2021. No damage was present on the cartons. Six of the cartons contained six peel pouches, labeled gelfoam, lot x34383, exp 31may2021. One carton contained five peel pouches; one pouch had been removed as a part of a previous investigation. An insert was inside each carton. All peel pouches were properly sealed, and no damage was present. No product quality defects were observed. Retain samples were examined and were acceptable. No additional containment actions are required. Follow-up attempts are completed. No further information is expected., comment: the reported event "infection after using the product for a tooth extraction/tissue reaction around it was placed" did not cause serious injury in this patient. Product (gelfoam) contamination was not clearly reported by the reporting dental assistant and there was no purulent or obvious clinical symptoms/signs or any lab data to support bacterial infection, even oral antibiotics was given to the patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur. The company conducted an investigation, and no further investigations or actions are suggested at this time. Retain samples were examined and were acceptable. No additional containment actions are required.

Manufacturer narrative:
21oct2019 - the severity of harm has been selected by the manufacturing site as s3. Site sample status: not received. Summary of investigation and conclusion: based on the complaint narrative, the patient developed a bacterial infection following a tooth extraction where the product was used. Review of complaint description concludes there is no device malfunction. 28jun2019 - root cause: pfizer quality operations could not determine a probable root cause for the reported complaint related to the production process of the reported batch. Examination of a returned complaint may have aided in identification of a root cause. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of batch: acceptable the details of the reported complaint were forwarded to pfizer safety for evaluation due to the worst-case severity level of s5 for the reported malfunction, as determined from a review of the device risk file for the product for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Corrective action: pfizer quality operations and production have been notified with the details of the reported complaint. No corrective actions were identified as a result of this investigation at the time of this writing. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained ref...

Event description:
Infection after using the product for a tooth extraction/tissue reaction around it was placed, and was placed on broad spectrum antibiotic [oral infection]. Infection after using the product for a tooth extraction/tissue reaction around it was placed, and was placed on broad spectrum antibiotic [tissue irritation]. Case description: this is a spontaneous report from a contactable healthcare professional (dental assistant), previously reported as a consumer, and physician. This healthcare professional reported similar events for three patients. This is first of three reports. A 70-year-old male patient started to receive absorbable gelatin (gelfoam) medicated sponge with device lot number x34383 and expiration date 21may2021, on (B)(6) 2019, for tooth extraction; route of administration and dosage unspecified. The dental assistant describes sponges as size 4, 4 square centimeters, 2x2, 1/2 square inch, three quarters by three quarters. The upc number was (B)(4). Usage of device was initial use and was not reprocessed and reused on the patient. On follow-up, the dental assistant provided upc from envelope of product which reportedly did not match upc of box: 10300090396050. She described the packaging as a box containing envelopes of individual foams. There is a big envelope and a little envelope that contains the product. There are 12 squares, with two in a pack, contained in a paper sleeve. It was in a sealed package around gelfoam. The product is double packaged for sterility, 6 packs in two envelopes. There are two envelopes that are not even opened. The patient's medical history included increase bp, cancer history, artificial joints, and arthritis. There was no drug history, no drug or alcohol abuse, no drug allergies and no family medical history relevant to the adverse event reported. The dental assistance reported that the patient had no conditions. With respect to concomitant medications, the dental assistant declined to provide any, since, "none should have affected the healing stages of it." The patient had an infection after using the product for a tooth extraction, also reported as tissue reaction around place it was placed. The dental assistant stated, 'no infection was reported when stopped using it.' She asked if there was any information on whether the product had been on recall. On (B)(6) 2019, the dental assistant reported the event onset date was (B)(6) 2019, considered non-serious. No hospitalization involved. She added that the last shipment they received in (B)(6), they had no trouble at all with it, until they had three patients in the last month who all 'became infected and all that.' She wanted to call and check base about the product. She said there may be nothing wrong with the product, but for them to have three back to back patients that had trouble with infection after extraction did make them want to find out if could be related. All three patients had gelfoam which came from the same box; and the dental assistant said she does not fill the box back up until all are completely gone. She said the dentist has done extractions since the events occurred with the patients, and has stopped using the gelfoam with no further events occurring. The last two extractions in which the patients did not use gelfoam have been fine. The patient was treated with antibiotic therapy cephalexin (keflex) 500mg three times a day by mouth to treat infection. The dental assistant added that they have not heard back from any of the patients since they started taking the antibiotics, and that they should be fully healed by now. She reported that the physician likes to use the product and was waiting to know if there has been a recall or something to continue use. With respect to causality, the dental assistant stated there was a reasonable possibility that the event of infection was related to the device and that it was not necessarily caused by gelfoam; however, 'they think that it was related to event.' No test data were provided. The action taken with absorbable gelatin in response to the events was unknown. The outcome of the events was resolving. The physician reported that the patient provided information to the physician regarding the reported adverse and the pfizer product had a causal effect to the adverse events. Follow-up (14may2019): new information reported from the contactable dental assistant includes: reporter information (initial reporter was a healthcare professional, not a consumer); event data, product description/ indication, reporter seriousness and causality assessments. Follow-up (15may2019 & 16may2019): this is a follow-up report received from a product quality complaints group. This report included that the impact to the device: device interferes with wound healing, with an associated worst case severity of s5. Hazardous situation (worst case severity s5): product contains foreign particulate matter. Hazard number: h03-03. Previous mdrs included case which may be associated for infection in an ear; case which may be associated for irritation around the application site; and case may be associated for application site abscess. The complaint verbatim is as follows: "description of complaint: gelfoam product potentially causing ae of infection. Product strength and count size dispensed: unknown, 12 little gelfoam sponges. The sample of the product was available to be returned, and packaging sealed and intact. The complaint is to be evaluated for MDR. Follow-up (17may2019): this is a follow-up report is based on information received by pfizer from (B)(4). ((B)(4) control #: 94566). The product description was gelfoam dental pak size 4. Lot or serial number: unknown. Event type: division: dental. Product brand product brand: branded product non-(company name). Event type: adverse event. Reportable by hs: no. Product description: gelfoam dental pak size 4. Product information: will affected product be available for evaluation: no. Item description: gelfoam dental pak size 4. Incident information: date of incident: (B)(6) 2019. Problem code: 1735 (infection, bacterial). Supplier corrective action request: general information: date of report: 17may2019. Alleged event: customer claims patients contracted bacterial infections after tooth extraction's on 2 male (age 70 & 69) and 1 female (age 82) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Description of adverse event or product quality issue: (e.g. Symptoms or effect, treatment received, quality issue): customer claims patients contracted bacterial infections after tooth extraction's on 2 male (age 70 & 69) and 1 female (age 82) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Follow-up (23may2019): this is a follow-up report received from a product quality complaints group. The site confirms that there was no malfunction in this case. The complaint was escalated to safety due to the severity of the hazard for the complaint being high enough to require that action. Follow-up (11jun2019): new received from a contactable physician response to hcp letter included: added medical history, updated event description (tissue reaction), updated outcome (to recovering), product description and causality assessment. Follow-up attempts are completed. No further information is expected. Follow-up (19jun2019): this is a follow-up spontaneous report based on information received by pfizer from (B)(4). ((B)(4) control #: 94566) from a contactable other hcp and physician. New information included: the affected product will be available for evaluation. Follow-up attempts are completed. No further information is expected. Follow-up (25jun2019): this is a follow-up spontaneous report from product quality complaints. A brief summary of this citi / full complaint investigation is listed below: product desc: gelfoam sterile dental sponge size 4 x 6, complaint priority: expedited. Complaint class: foreign object/contamination. Complaint sub-class: unidentifiable material in contact with product. Related to potential ae?: yes. Lot# : x34383. Status: investigation in progress. UDI (if appl): (B)(4). Sample was not requested as potentially biohazardous. Photos not available. Sample retrieval mailer created to return product sample for investigation per site request. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer is not required. Pfizer quality operations examined seven retained reference sample cartons. The cartons were labeled gelfoam, batch x34383, exp 31may2021. No damage was present on the cartons. Six of the cartons contained six peel pouches, labeled gelfoam, lot x34383, exp 31may2021. One carton contained five peel pouches; one pouch had been removed as a part of a previous investigation. An insert was inside each carton. All peel pouches were properly sealed, and no damage was present. No product quality defects were observed. Retain samples were examined and were acceptable. No additional containment actions are required. Follow-up attempts are completed. No further information is expected. Follow-up (28jun2019): this is a follow-up report received from product quality complaints. A complaint has been received by pfizer (city redacted) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst-case severity of s5. Hazardous situation (worst case severity s5): product contains foreign particulate matter. Hazard number: h03-03. Previous MDR: a case (number not provided) may be associated for infection in an ear; a case (number not provided) may be associated for irritation around the application site, and a case (number not provided) may be associated for application site abscess. The complaint is to be evaluated for MDR. Batch-expiry year: 2021; batch-expiry month: 05. Related lot#: x34455; related lot#: x34456. Root cause: pfizer (site city name redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city) production process of the reported batch. Examination of a returned complaint may have aided in identification of a root cause. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of batch: acceptable the details of the reported complaint were forwarded to pfizer safety for evaluation due to the worst case severity level of s5 for the reported malfunction, as determined from a review of the device risk file for the product for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (city) concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Corrective action: pfizer (city redacted) quality operations and production have been notified with the details of the reported complaint. No corrective actions were identified as a result of this investigation at the time of this writing. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained reference samples for the reported batch were found to be acceptable with no quality defects observed. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forwarded to pfizer safety for evaluation of regulatory reportability, and forwarded to the mdcp team for review. Further action by pfizer (city redacted) is not required. Trend/ complaint history: lot-specific trend identified: no,batch specific trend review: n/a,complete - acceptable. Other trend assmt. & rationale: medical device component trend review: complete - acceptable. Batch specific trend review: complete - acceptable. Medical device trend analysis: complete - acceptable. Medical device report review: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material - foam' as been reviewed. The following parameters were used: - product category: absorbable material - foam, - time period: 14may2016 - 14may2019, - complaint classification: foreign object/contamination. The results of the above query were further evaluated by date contacted, and then also by the classification 'foreign object/contamination.' There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. Additionally, the results of the above query were further evaluated by date contacted, and then also by a sub-class of 'unidentifiable material in contact with product.' There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. No negative trend in regards to product quality was identified. Amendment: this follow-up report is being submitted to amend previously reported information: product problem checked on the medwatch information page. Follow-up (14may2019): this follow-up report is being submitted to upgrade this case to a reportable serious injury MDR. Additional information received on 21oct2019 from the product quality complaints department includes additional investigation results. Severity of harm: s3. Failure mode: bacterial infection. Is a sample of the product available to be returned, if requested: yes. Site sample status: not received. Summary of investigation and conclusion: based on the complaint narrative, the patient developed a bacterial infection following a tooth extraction where the product was used. Review of complaint description concludes there is no device malfunction. Company evaluation case comment: based on information available, the reported event "infection after using the product for a tooth extraction/tissue reaction around it was placed, and was placed on broad spectrum antibiotic" was likely tissue reaction/ absorption issue which is consistent with product labeling, and the factors likely impacted the tissue reaction could be the amount used, degree of saturation with blood or other fluids, etc. The suspected oral infection was not confirmed by any lab data, and not supported by obvious clinical symptoms/signs (there was no purulent or other bacterial infection evidence). Surgery/operation in oral cavity is risk factor for infection, and oral antibiotics after a tooth extraction for prevention purpose is reasonable. Company causality between the onset of the event and the use of the gelfoam cannot be excluded, due to temporal relationship. Therefore, the case meets "serious injury" medical device reporting (MDR) criteria. The company conducted an investigation, returned sample requested but not received. Retain samples were examined and were acceptable. Medical device component trend review and batch specific trend review as well as medical device trend analysis are complete, and all acceptable. Review of complaint description concludes there is no device malfunction. Follow-up attempts are completed. No further information is expected.